Manufacturer narrative:
The navlock was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, one of the two side tabs was missing. There were several small cuts on the rubberized area of the handle. Otherwise, with markers attached and fully seated, the tracker returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navlock was damaged during the procedure. The health care professional was malleting the handle and one of the clips popped out and into the patient. They were able to recover it and verified that all pieces were removed when they performed an x-ray. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient weight and patient age not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navlock was damaged during the procedure. The health care professional was malleting the handle and one of the clips popped out and into the patient. They were able to recover it and verified that all pieces were removed when they performed an x-ray. There was less than an hour delay in the procedure. No impact on patient outcome.